Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, the peg tube was difficult to wash because it had an occlusion. It was confirmed that due to the occlusion, the y connector detached from the peg tube a few centimeters. The clinical center attached the same y connector. Currently, the device is still working; however, difficulty washing is still noted. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, the peg tube was difficult to wash because it had an occlusion. It was confirmed that due to the occlusion, the y connector detached from the peg tube a few centimeters. The clinical center attached the same y connector. Currently, the device is still working; however, difficulty washing is still noted. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on may 4, 2017. The external bolster was broken and it was rectified through application of suture wire.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, the peg tube was difficult to wash because it had an occlusion. It was confirmed that due to the occlusion, the y connector detached from the peg tube a few centimeters. The clinical center attached the same y connector. Currently, the device is still working; however, difficulty washing is still noted. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on may 4, 2017. The external bolster was broken and it was rectified through application of suture wire. Additional information received on november 6, 2018. The peg tube had swelling and dark spots.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, the peg tube was difficult to wash because it had an occlusion. It was confirmed that due to the occlusion, the y connector detached from the peg tube a few centimeters. The clinical center attached the same y connector. Currently, the device is still working; however, difficulty washing is still noted. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on may 4, 2017. The external bolster was broken and it was rectified through application of suture wire. Additional information received on november 6, 2018. The peg tube had swelling and dark spots.